Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head had telemetry failure. It was indicated that the head's cable was out of specification electrically. The cable was replaced and the head passed final functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency head had telemetry failure. The head was returned for service. The radiofrequency (rf) head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.